Event description:
It was reported that the patient had a left distal tibia nonunion after being treated with a jet-x system application for a left type iiib open tibia fracture. Due to this nonunion, the external fixation system was removed seventy nine (79) days after the initial application and the patient underwent further surgical interventions. The current state of health of the patient is unknown. This information was provided as part of a multi-device data collection activity associated to the jet-x pmcf study, therefore, no further details are available at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested patient specific documentation, the clinical root cause of the reported events cannot be fully evaluated or confirmed, and it cannot be concluded that the reported non-union was associated with a mal-performance of the device. The patient impact included the reported non-union, device removal with unspecified ¿further surgical interventions¿ along with complaints that included increasing pain, lle swelling and burning sensation in the setting of persistent non-healing of original injury. Further impact cannot be determined based on the limited information provided and the current health status of the patient is unknown. No further medical assessment could be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, procedural/user error, surgical/post operative complications, healing issues and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the patient had a left distal tibia nonunion after being treated with a jet-x system application for a left comminuted type iiib open tibia fracture with significant bone loss on (B)(6) 2016. Due to this nonunion, the external fixation system was removed on (B)(6) 2016 and the patient underwent further surgical interventions due to this symptom. The current state of health of the patient is unknown. This information was provided as part of a multidevice data collection activity associated to the jet-x pmcf study, therefore, no further details are available at this time.

Manufacturer narrative:
Corrected data: b3 (occurrence date), b5 (narrative), h6 (health effect - clinical code, health effect - impact code).

Manufacturer narrative:
H3,h6: given the nature of the alleged incident, the devices could not be returned for evaluation. The clinical/medical investigation concluded that, the provided imaging appear to support the complaint and show plating of the distal tibia fracture with non-union in the presence of significant fracture gaps. The clinical root cause of the reported event was the patient¿s extensive tissue damage and comminuted fracture with significant bone loss which required a staged salvage procedure to allow for wound healing; therefore, the reported non-union was not associated with a mal-performance of the device as the jet-x application was intended as the first stage of a planned 2-stage definitive fixation. The patient impact included the anticipated non-union with device removal involved with the 1st stage of the 2-stage salvage procedure. Documentation revealed persistent nonunion following the 2nd stage orif using competitor plating system with bone graft to left leg tibial defect with increasing pain after a slip and fall. Patient elected to undergo an additional salvage procedure in (B)(6) 2017. The current patient status is unknown. For the jet-x exfix device, device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file, prior actions review could not be performed. For the rest of the devices, devices batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. For the quick clamp 10.5mm to 5mm, a review of complaint history of the previous 28 months revealed a similar event for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. For the other devices, a review of complaint history of the previous 28 months did not revealed similar events for the listed devices. For the other implants, a review of instructions for use for external fixation systems revealed in adverse events that failure of bone to regenerate satisfactorily; development or persistence of nonunion or pseudoarthrosis have been reported with external fixation devices. For the instruments, a review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. For the rest of the devices, a review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6:health effect - clinical code, health effect - impact code, type of investigation and investigation findings.